Event description:
Report received from (B)(6) stating that the device had a "broken tip". The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4).  The device was evaluated and the reported condition was confirmed. The device was also found to have a defective gear box. If additional information is received, a supplemental MDR will be sent. (B)(4).